Event description:
It was reported that there was a communication problem and antenna locate did not resolve the issue.the reporter stated that the device wouldn¿t ¿take a charge¿ and the patient last charged three weeks ago. It was noted that the patient¿s weight fluctuated and the device was moving around under his skin. It was reported that the patient told a healthcare provider that the device had been moving around for a year. Additional information has been requested but was not available as of the dateof this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3550-29, lot# n234588, implanted: (B)(6) 2010, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).